Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "unit not charging." Additional notes provided by the facility¿s clinical engineering support services include: "the unit passed its second battery recondition and the battery status is within normal ranges. The units battery log shows that prior to being used on june 9th the unit had not been plugged in since april 24th, so the battery was completely discharged. This can make it take longer for the unit to charge to the point were it no longer alarms that the battery is low. I suspect that was the cause of the reported issue.I ran the unit through all of the pm tests found in the alaris system maintenance software, verified that the correct network configuration was installed, and loaded the current data set onto the unit without any issues occurring.." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿